Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The attorney reported that the customer was wearing an insulin pump and infusion set when he passed away. Nothing further was reported.